Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated the act button would not respond. Advised customer to remove batteries and reset pump after eight hour period. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.